Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks while programmed to primary sensing vector. The physician tested all possible movements with the patient and was unable to reproduce the artifacts. Technical services (ts) was consulted, noting three inappropriate shocks and two untreated episodes with inappropriate sensing. From their evaluation, the episodes show a signal signature consistent with changes in the impedance pathway of the sensing vector. This can either be caused by incomplete electrode insertion, impairment of the electrode, or another issue involving the proximal sensing electrode which affects primary and alternate sensing vectors. In-office troubleshooting was recommended to evaluate electrode mechanical integrity and electrode/device connection. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
With all the information, boston scientific concludes the reported clinical observation of inappropriate shock is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). A review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. The s-ICD remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This s-ICD remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks while programmed to primary sensing vector. The physician tested all possible movements with the patient and was unable to reproduce the artifacts. Technical services (ts) was consulted, noting three inappropriate shocks and two untreated episodes with inappropriate sensing. From their evaluation, the episodes show a signal signature consistent with changes in the impedance pathway of the sensing vector. This can either be caused by incomplete electrode insertion, impairment of the electrode, or another issue involving the proximal sensing electrode which affects primary and alternate sensing vectors. In-office troubleshooting was recommended to evaluate electrode mechanical integrity and electrode/device connection. Besides the inappropriate therapy, no other adverse patient effects were reported. This device remains in service.